Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump had burn marks on the screen and is no longer readable. Blood glucose level at the time of incident was 30.1 mmol/l and was treated with manual injection. Troubleshooting did not resolve issue. Product will be returned for analysis and replacement has been sent.